Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt date of birth - unk. Pt weight: unk. Explant date: unk. Device evaluated by manufacturer? No. Lens not returned. (B)(4). Method: (process evaluation): work order search. Results: (evaluation result): a lens work order search was performed and no similar complaints were found. Conclusion: (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.50/+5.0/100 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens had an excessive vault and the patient experienced loss of best corrected visual acuity. The patient also experienced pigment dispersion, unreactive pupil (fixed), blurred vision and inflammation. The lens was not exchanged for another lens.

Manufacturer narrative:
Based on the above investigation, it has been determined that nothing in the manufacturing and packaging processes can be identified as the cause of this complaint. No definite root cause for the complaint is determined. Based on the complaint history, work order search, and device history record review, a specific root cause of the event could not be determined. (B)(4).